Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that, customer had high blood glucose of 465 mg/dl. The insulin flow blocked alarm was also reported, which was not occur during fill tubing and resolved by infusion set change. Customer's parent declined for high blood glucose. The insulin pump will not be returned for analysis.